Event description:
It was reported a motor stall was noted in the event logs. A motor stall recovery was also noted. The stall was thought to be caused by the patient having an MRI. It was unknown how long the pump was stalled before recovery. No patient symptoms were reported.

Manufacturer narrative:
The device is included in the medical device safety alert, important info on potential MRI effects physician communication (2008).